Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5408320, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 01-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 5408320. The count of complaints is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 5408320 was manufactured according to the work instruction (wi) version 63 and manufactured in the multivac 12 on 06-jan-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient went to an emergency room (ER) and subsequently got hospitalized on (B)(6) 2025 due to hyperglycemia event and was treated with intravenous (IV) and fluids of saline and insulin. Blood glucose level was 1000 mg/dl at the time of the event and was caused by kinked cannula.patient was found positive for high ketones level and ketone levels were found to be life-threatening. The patient was released from the hospital on (B)(6) 2025. The patient also took multiple daily injections and ketone corrections to resolve blood glucose issue. No further information available.